Event description:
Inbound. Spouse reports yesterday pt's pump began alarming. No disposable, clamp tubing as soon as it was placed on pump, he switched the cassette to back up pump and again, it alarmed, the cassette was completely full lot# 4103163, exp 2/4/2026. He then used a completely new cassette and it infused without any alarm. No further details provided.